Event description:
It was reported that the 2600 system would not x-ray during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The connector to the floppy drive was re-seated during the svc call. The system was tested, and found to be working as intended, and put back into svc.